Event description:
Patient requested information regarding whether their device was on the recall list and stated their intention to have the device removed. Subsequently, the patient reported that the device "was already opened in the body". Additionally healthcare professional reported "pain, swollen lymph nodes, deformation" and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturers device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, lymphadenopathy, and rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ rupture: not observed rupture on the device. As per the investigation procedure, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported right side recall, and device "was already opened in the body." Healthcare professional reported pain, swollen lymph nodes, deformation" and capsular contracture baker grade iii. Device has been explanted.